Event description:
N/a.

Manufacturer narrative:
Updated fields: d9 (return to manufacture date). Corrected filed: h6 (remove "analysis of production records/3331" code from type of investigation). The failure analysis and testing dept. Received the following parts associated with this complaint. The parts were received with a reported failure of a defective display and poor display image. The fat performed a visual inspection and found pcb,color video receiver had some residue which could be saline and also some oxidation. Fat cannot install and test this part due to the residue. The fat installed pn cable into cs100 test fixture and tested the part to factory specifications per the cs100 service manual part number: 0070-00-0528-01 rev ad. No issues found in the display image. Fat could not confirm the reported issue with the parts. Retaining the parts in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Aq. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs100 intra-aortic balloon pump (iabp) when the main power was turned on the units display screen was defective.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had ¿display - failure¿. There was a problem with the display screen . The display is poor. The event occurred during periodic inspections . There was no patient involvement and adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the display was defective. The fse replaced the pcb color video receiver and cable, color video receiver. The fse performed all functional, safety and electrical tests to factory specifications. Unit is clear for clinical use and returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint. The parts were received with a reported failure of a defective display and poor display image. The fat performed a visual inspection and found pcb,color video receiver had some residue which could be saline and also some oxidation. Please see attachment. Fat cannot install and test this part due to the residue. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "impossible to define".the fat installed pn cable into cs100 test fixture and tested the part to factory specifications per the cs100 service manual part number 0070-00-0528-01 rev ad. No issues found in the display image. Fat could not confirm the reported issue with the parts. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Corrected fields: h6(health effect ¿ clinical code, health effect ¿ impact codes). Additional information: e1 (event site postal code: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) had ¿display - failure¿. There was a problem with the display screen . The display is poor. The event occurred during periodic inspections . There was no patient involvement and adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that the display was defective. The fse replaced the pcb color video receiver and cable, color video receiver. The fse performed all functional, safety and electrical tests to factory specifications. Unit is clear for clinical use and returned to customer.